Event description:
It was reported that the 9800 sys shut down during a case and had poor image quality. The procedure was delayed until the tube cooled down. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The customer was retrained in techniques during the svc call. The sys was tested and found to be working as intended and put back into svc.